Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was returned to third party service center and there is no visible foam has observed during the evaluation. Additionally, the patient is alleging kidney disease and liver disease. In addition, the patient also alleged nose irritation, dizziness, headache, hypersensitivity and sinus infections. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
In the previous report, the manufacturer incorrectly captured evaluation results code grid in box h. The following correction has been corrected in this report. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged kidney disease and liver disease. In addition, the patient also alleged nose irritation, dizziness, headache, hypersensitivity and sinus infections. At this time, no medical intervention has been reported. The device was returned to a third-party service center. The technician confirmed no particles in the air path during the device evaluation. The third-party service center concludes that they couldn't confirm the customer's allegation. During the evaluation secondary findings was observed. The device was corrected.